Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the damaged tego is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. Lot history review was performed and no nonconformities were found that would have led to the reported complaint. Section e1: (B)(6).

Event description:
The event involved a tego® connector where the customer reported that the tego caps were compromised multiple times during treatment. The connector septum was broken with no clamp on ports. The tego was swapped 3 times, and they had to stop procedure early. The product was in use for about an hour when the problem occurred. There was no medical intervention required. It was discovered by the staff nurse and was detected during treatment. The device was not re-sterilized or re-processed. The device was pre-tested prior to use and second device was required. There was patient involvement; the customer stated 'there was patient harm which resulted in temporary injury or impairment not requiring medical intervention.' No additional information was provided.